Manufacturer narrative:
Ventec initially confirmed that the ventilator alarmed for "system fault 13" and that o2 therapy would not initialize; however, during subsequent testing the reported issue could no longer be duplicated. As a precaution, ventec replaced the metering valve. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The device was returned to ventec for an unrelated service activity. During the device's evaluation, ventec observed that the ventilator alarmed for "system fault 13" and that o2 therapy would not initialize. There was no patient use associated with the reported issue.